Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the lead revision procedure (reference MFR. Report# 1627487-2017-04368) the patient experienced neurological deficit in left leg and foot. The patient underwent surgical intervention wherein the scs system was explanted. Reportedly, symptoms improved after the explant and the patient was transferred to health care facility for observation.